Manufacturer narrative:
(B)(4). Concomitant medical products ¿ unknown segmental femoral component catalog #: ni lot #: ni, unknown segmental tibial component catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device remains unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 1822565-2018-06209, 1822565-2018-06210. Insufficient information.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision due to unknown complications following knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, it was identified that this product did not cause or contribute to the reported event. The initial report should be voided.

Event description:
No further event information available at the time of this report.